Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -18.00/2.5/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2022 lens repositioning was performed due to lens rotation not associated to a low vault but it did not resolve the problem so the lens was explanted. A spherical lens of longer length was later implanted, and the problem resolved. It was reported that lasik surgery was necessary due to existing residual astigmatism. Cause of event was reported to be the device.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned dry, in microcentrifuge vial. Visual inspection found the haptics deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).